Event description:
It was reported that high ventricular impedance was observed for this rv lead. The lead was capped and removed from service. No patient complications have been reported as a result of this event.